Event description:
Reporter alleged obtaining higher device results (400-500 mg/dl) on the blood glucose monitoring device. Reporter stated the expiration date on the test strip vial is worn off. Reporter did not provide treatment info or any other info regarding this allegation. A request was made for the return of the suspect product and replacement product was sent.